Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter adhered to the guide wire. The 60% stenosed lesion was located in the mildly tortuous and non-calcified right subclavian artery. The vessel diameter was 7.7mm and the lesion length was approximately 2cm. The physician used an unspecified synergy balloon to predilate the lesion. No resistance was felt during the procedure. The balloon was inflated once at an unspecified number of atms, however, the balloon became "stuck" on the guide wire "sometime between balloon positioning and inflation". The physician removed the guide wire and balloon as a unit from the pt and prematurely "lost wire access". It was noted that no problems were encountered with balloon deflation. The procedure was successfully completed with this device. No post-procedure complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.